Manufacturer narrative:
The company representative replaced the motor controller printed circuit board. In unrelated repairs, she also replaced the pneumatic fill manifold assembly and an expired safety disk. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit as in use on a pt, the unit generated an error code 50 (motor speed out of sync). The pt was switched to another unit and therapy was continued. No pt injury was reported.